Manufacturer narrative:
Device passed the displacement test and self test. No pump error 54 or pump error 3 alarm noted during testing. However, pump error 54 and pump error 3 alarm found in the formatted history due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose was 200 mg/dl. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was unable to complete insulin pump rewind. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.